Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the entire system was explanted.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown). Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139.

Event description:
On (B)(6) 2024 it was reported that the patient is experiencing numbness and tingling in the right ring and pinky finger the day after her permanent implant. On the evening of (B)(6) 2024 patient was taken to the ER due to severe neck pain and numbness in her bilateral pinky and ring fingers. Patient was prescribed steroids and discharged. The patient also reported she had an unremarkable CT while in the ER. During routine reprograming on (B)(6) 2024 patient reported he is still experiencing significant pain in her neck, and hands from palm to ring finger and pinky bilaterally are painful and have a burning sensation. An x-ray was ordered and showed both leads migrated, the investigation was unable to determine which of the lead contributed to the event. In turn, surgical intervention may be pending to address the issue.